Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 13.75mm x 4.90mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint regarding the broken tip was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps tip broke off after the instrument was removed from the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no fragments were noted inside the patient. The staff in the room stated the tip broke off after removing the instrument from the patient. No patients have returned. The instrument was last used on (B)(6) 2024.